Event description:
It was reported that customer was hospitalized due to hyperglycermia as per md. Prior to hospitalization customer had headache and was vomitting. Customer's family member stated the customer had bent cannulas. Quickserter was missing and sets were inserted manually. Found that the sets were not properly inserted, possible leading to bent cannulas, corrected technique and sent quick serter.